Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing the fenestrated bipolar forceps instrument was noted to have defective cables. The procedure was completed with no reported injury. No fragment fell into the patient. The issue did not cause any delay.